Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. Cracked on right plunger case and bottom case. An occlusion test was performed and the reported problem was duplicated; this was due to the combination of worm coupling, motor bracket (old style bracket), leadscrew and clutch halves were found old, dirty and worn out. The root cause was deemed to be normal wear. Actions were taken to mitigate the reported issues: replaced worm coupling, motor bracket, leadscrew and clutch halves; performed occlusion test and all functional testing passed.